Manufacturer narrative:
(B)(4).

Event description:
This lv lead had a pacing threshold greater than 3.5v. No action was taken. The lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re opened should additional data become available.